Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis of the device received, there was kinked strut(s) on the inner channel and there was a kinked strut(s) on the outer cage. Also, the outer cage assembly is found deformed or out of shape. The findings meet us regulatory reporting criteria. Lot: the lot number was not reported. Initial reporter phone: (B)(6). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, a 132cm embovac 71 aspiration. Catheter (ic71132ca, 30541395) was used at m1 occlusion. A guiding catheter (9fr optimo), a microcatheter (track 21), guidewire (chikai), an 5x33 embotrap ii revascularization device (et009533, unknown lot) and a thrombus removal catheter (solitaire) were used. The guiding catheter, the microcatheter and the guidewire were delivered to the lesion. The microcatheter crossed the lesion. The embovac was taken out from the pouch. There was no kink on it. Both the embotrap ii and the embovac were used. It was inserted into the embovac but the embo trap ii became stuck on the middle part of the embovac. The physician pushed the embotrap but it still got stuck on there. The embotrap was removed from the patient and replaced with a thrombus removal catheter (solitaire) but it got stuck on the same part. The physician managed to advance the thrombus removal catheter and thrombus was removed. The embovac was used with a syringe. After the procedure, the microcatheter and the thrombus removal catheter were not kinked, but the embovac was kinked. It is unclear when the complaint device go kinked. Additional information received indicated that event did not result in any consequence or injury to the patient. The products were removed intact (in one piece) from the patient. The physician did not feel the prolongation of procedure was clinically significant. The initial examination of the returned embotrap device identified deformation of the proximal and distal sections of the outer cage and inner channel of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked proximal and distal struts of the outer cage and inner channel are consistent with damage resulting from attempted advancement of the device against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Recreation of possible scenarios which cause similar device deformation to that evident on the returned device were performed with a sample embotrap device and sample embovac microcatheter. Using the sample embovac a kink was created similar to that described in the complaint report. Advancing the embotrap device in the embovac catheter against resistance at the kink led to damage to the proximal and distal struts similar to that observed on the returned device. The assessments demonstrated that attempting to advance the embotrap device against resistance, such as when the catheter lumen is reduced due to kinking results in damage to the proximal and distal struts similar in appearance to the damage observed on the returned device. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the ancillary devices (including the embovac aspiration catheter which was reported as kinked) used during the complaint event could not be carried out as they were not returned. The returned embotrap device with damage present on the proximal struts was successfully retracted and advanced through a 0.0195¿ ptfe tube. This indicates that even in its damaged state the embotrap device conforms to the specification of 0.021¿ microcatheters. Simulations of advancing the device against resistance, as could be expected when advancing the device across a sharp transition from a larger ID to a smaller ID, as might occur when advancing the device across a kink in the aspiration catheter shaft, demonstrated that a probable cause of the device damage is attempting to advance the embotrap device against resistance. The damage evident on the device was caused by a resistance to advance the device through the aspiration catheter lumen. The source of the resistance is likely the kink observed on the embovac device reported during the complaint event. Similar damage was recreated when simulating the attempted advancement of an embotrap device across a kinked lumen resulting in significant resistance to advancement and a failure to deliver. The cause of the kink present on the embovac device cannot be determined. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomoy, a 132cm embovac 71 aspiration. Catheter (ic71132ca, 30541395) was used at m1 occlusion. A guiding catheter (9fr optimo), a microcatheter (track 21), guidewire (chikai), an 5x33 embotrap ii revascularization device (et009533, unknown lot) and a thrombus removal catheter (solitaire) were used. The guiding catheter, the microcatheter and the guidewire were delivered to the lesion. The microcatheter crossed the lesion. The embovac was taken out from the pouch. There was no kink on it. Both the embotrap ii and the embovac were used. It was inserted into the embovac but the embo trap ii became stuck on the middle part of the embovac. The physician pushed the embotrap but it still got stuck on there. The embotrap was removed from the patient and replaced with a thrombus removal catheter (solitaire) but it got stuck on the same part. The physician managed to advance the thrombus removal catheter and thrombus was removed. The embovac was used with a syringe. After the procedure, the microcatheter and the thrombus removal catheter were not kinked, but the embovac was kinked. It is unclear when the complaint device go kinked. Additional information received indicated that event did not result in any consequence or injury to the patient. The products were removed intact (in one piece) from the patient. The physician did not feel the prolongation of procedure was clinically significant. Based on the product analysis of the device received, there was kinked strut(s) on the inner channel and there was a kinked strut(s) on the outer cage. Also, the outer cage assembly is found deformed or out of shape.